Manufacturer narrative:
The cartridge was not returned for investigation. A review of the device history record of the reported lot confirmed no related defects were found during the manufacturing. The lot was released for distribution having met all product design requirements. A lot history review showed not other complaints of this nature for the reported lot. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2015 regarding a (B)(6) male patient who reported the connection from the venous line to the permacath catheter broke off in the catheter post treatment. The patient went to the hospital to have the permacath catheter replaced. No other medical intervention was required. The patient is dialyzing without issue after the replacement of the catheter.